Manufacturer narrative:
The returned valve was patent, and met all requirements for leak, reflux, pressure-flow, and preimplantation testing. Therefore the conditions of the complaint could not be replicated by laboratory personnel. Please note that the patency check procedure for the csf burr hole valve is different from other valves due to the location of the membrane over the valve inlet. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that fluid was unable to enter the valve when tested by connecting it to the ventricular catheter which had csf flowing out. According to the report, the physician also tried manually pumping the valve, but fluid was still unable to enter the valve. The report states that a different valve was obtained to complete the procedure. According to the report, the patient did not incur any injury and was doing well following the event.